Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle, no air was fed. During the evaluation it was found that the nozzle had foreign objects due to insufficient cleaning. The additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, the probe cover had a scratch, scope connection cover unit had a scratch, the suction connector had a scratch, the protector of universal cord on suction connector side had a scratch, the protector of universal cord on control section side had a scratch, the universal cord had a scratch, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, the connecting tube had a scratch, the switch 1 had a scratch, the forceps elevator lever had a scratch, the free-engage knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the control unit had discoloration, the control unit had a scratch, the adhesive on bending section cover had a chip, the bending tube was deformed, due to wear of angle wire, the play of up/down knob was out of the standard value, the suction cylinder was shaved, and the connecting tube had discoloration. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was any lag time between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that air could not be supplied while using the evis lucera elite gastrointestinal videoscope. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, it was found that there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.